Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. The patient has had two ipp devices implanted. The first was a device implanted from another manufacturer that was removed due to an infection.

Event description:
It was reported that twelve years later after an explant due to an infection from an unknown device, the patient had an inflatable penile prosthesis(ipp) device implanted. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that this case was not a revision case. The previous implant from an unknown manufacturer was removed approximately 12 years ago from a different physician so no device was explanted at time of surgery. No device will be returned since no device was explanted.